Event description:
The user facility reported a 78-year-old male patient supported with an impella cp device who developed clinical signs concerning for hemolysis, including dark or discolored urine and rising plasma-free hemoglobin levels. A decision was made by the care team to escalate support from the impella cp to an impella 5.5 device. The escalation was reported to be successful. The patient subsequently expired while supported on the second device. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was further reported that the hemolysis did resolve following escalation to the impella 5.5. Patient was made do not resuscitate (dnr), and withdrawal of care was performed on (B)(6) 2025.

Manufacturer narrative:
Correction: b2 date of death, e4. B5 additional information received from the clinical site regarding patient outcome.

Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient presented with cardiogenic shock secondary to an acute myocardial infarction and underwent placement of impella cp support. On the same day as implantation, the patient developed clinical findings concerning for hemolysis, including dark/discolored urine and increasing plasma-free hemoglobin levels. The team elected to escalate mechanical circulatory support from impella cp to impella 5.5, which was successfully performed. On the following day, the patient remained intubated and hemodynamically stable while receiving epinephrine and vasopressor support. Urine output was clear and yellow; however, plasma-free hemoglobin levels remained elevated. A procedure to further treat the patient was anticipated later in the week or early the following week. Device function and position, laboratory trends, hemodynamics, and overall clinical status were continuously monitored. Approximately two days later, life-sustaining care was withdrawn, and the patient expired. The patients underlying critical condition most likely contributed to the death. However, conservatively, the death will be reported for the impella 5.5 as this device was in use at time of expiration. The event involving the impella cp is a serious injury. Change in reportability: after review of the case by medical safety, it was determined the impella cp is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Note: h6: device problem/component/investigation coding remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.